Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging multiple inaccuracy issues with her onetouch verio iq meters. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained by the medical surveillance specialist following a review of the call. The patient stated that she had been unhappy with the subject meter since she obtained it in (B)(6) 2016. She alleged that on (B)(6) 2017 at about 5pm, she obtained an alleged inaccurate blood glucose result of ¿160 mg/dl on the subject meter compared to ¿254 mg/dl¿ on her other onetouch verio iq meter, performed within 30 minutes of each other. She reported that she tested again a short time later and obtained results of ¿70mg/dl¿ compared to ¿60mg/dl.¿ meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes by administering insulin twice per day and self-adjusts her dosage based on the results on the meter. It is unclear if the patient made any changes to her usual diabetes management routine on this occasion; she reported that she ate dinner. She stated that about 3 hours after eating, she developed symptoms of ¿blurry vision, hard time seeing and hard time breathing.¿ she reported that she ate a snack, felt better a short time later and went to bed. The patient also reported that the following morning, may 7, 2017, around breakfast time, she obtained an alleged inaccurately erratic result of ¿301 mg/dl¿ on the subject meter. She reported that she increased her insulin dose by 5 units and tested her blood glucose level again on the same meter obtaining a result of ¿264 mg/dl¿.she stated that she felt this result was still too high, so she administered more insulin (quantity not stated). She indicated that she was then concerned that she had taken too much insulin, so she ¿ate a big breakfast and put sugar in [her] coffee¿. She reported that a short time later she obtained a result on the subject meter of ¿168 mg/dl¿ which she said was ¿good¿ for her. No symptoms were reported for may 7. The patient did indicate that on another occasion, date not specified¿ she had obtained an alleged inaccurately low blood glucose result on the subject meter when she had ¿felt great¿. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the results. The patient described the correct testing steps and she confirmed that she had used the correct test strips. The cca walked the reporter through a control solution test and the result fell within the expected range. The patient refused similar replacement products from lifescan and called back later to advise that she was unable to obtain test strips from her insurance company for the alternative offer of a onetouch ultra2 meter. The patient stated that she would not be returning any products to lifescan for investigation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.